Event description:
It was reported by surgeon via sales that an edwards bioprosthetic valve was explanted. The reason for explant and implant duration were not provided. No additional information has been provided by the healthcare provider despite multiple attempts by edwards.

Manufacturer narrative:
Report of a valve explant with no additional information; structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. Follow ups with the healthcare provider are ongoing to obtain additional information on this event. The provided information suggests nothing to indicate a device quality deficiency related to this event.